Event description:
Globus rec'd notification a surgery had taken place (B)(6) 2013. The surgery revealed loosening of the right l2 and bilateral l4 pedicle screws prior to complete implant removal.

Manufacturer narrative:
The investigation is still ongoing. Globus will submit a supplemental report when add'l info is provided regarding this incident. Implant date was in 2010, not sure of the month or day.